Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2027) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the device allegedly had a pinhole rupture at 6 atm. It was further reported that there was an difficulty in retracting the balloon through the sheath. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. On video was provided and review. The video shows a medical professional holding the lutonix 035 balloon in hand. The balloon was noted to have blood residue and upon inflation, water was noted to be streaming out of the balloon. No other anomalies noted. Therefore, the investigation is confirmed for the reported balloon rupture as liquid was seen streaming from the balloon. However, the investigation is inconclusive for the reported sheath removal difficulty as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture and sheath removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (method) h11: d4 (unique identifier (UDI) #), h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly had a pinhole rupture at 6 atm. It was further reported that there was difficulty in retracting the balloon through the sheath. There was no reported patient injury.